Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("twelve week history of pelvic pain / lower left quadrant and described it as sharp and intermittent"), genital haemorrhage ("excessive bleeding/ bleeding/ irregular bleeding") and nephrolithiasis ("two month prior that (around mar-2012) her kidney stones had passed") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anesthesia (for essure procedure) since 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2012, 5 years 5 months after insertion of essure (ess205), the patient experienced nephrolithiasis (seriousness criterion medically significant) and flank pain ("left flank pain"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic discomfort ("pelvic discomfort"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain with intercourse since birth of her last child had gotten worse in the last three months"), fatigue ("fatigue"), menorrhagia ("heavy menstruation"), abdominal pain lower ("severe cramps"), polymenorrhoea ("menstrual cycles were becoming more frequent (irregular menstrual cycles)"), abdominal pain ("abdominal pain") and dysmenorrhoea ("her periods were interfering with her life as she adjusted her work schedule around her period due to the pain"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, nephrolithiasis, pelvic discomfort, dyspareunia, fatigue, menorrhagia, abdominal pain lower, flank pain, polymenorrhoea, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, menorrhagia, nephrolithiasis, pelvic discomfort, pelvic pain and polymenorrhoea to be related to essure (ess205). The reporter commented: she was assessed with irregular menstrual cycles and prescribed progesterone for regulation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 29-jan-2007: blockage of the fallopian tubes on 27-may-2012, CT of the abdomen done on this date was negative for kidney stones or urinary tract obstruction. The pathology report noted the uterus has the essure contraceptive device bilaterally. Quality-safety evaluation of ptc: based on the technical investigation, no sample/lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record. The quality unit was unable to confirm any quality defect or device malfunction at this time however; the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-mar-2018: essure complaint received from lawyer department. She also reported that her periods were interfering with her life as she adjusted her work schedule around her period due to the pain and heavy bleeding. She was referred to physical therapy. On 25-feb-2016, plaintiff underwent a robotically assistedtotal laparoscopic hysterectomy with bilateral salpingo-oophorectomy. The pathology report noted the uterus has the essure contraceptive device bilaterally. After the removal of the essure coils, plaintiff's symptoms resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('twelve week history of pelvic pain / lower left quadrant and described it as sharp and intermittent') and device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anesthesia (for essure procedure) in 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced nephrolithiasis ("two month prior that (around (B)(6) 2012) her kidney stones had passed") and flank pain ("left flank pain"), 5 years 5 months after insertion of essure (ess205). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic discomfort ("pelvic discomfort"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding/ bleeding/ irregular bleeding"), dyspareunia ("pain with intercourse since birth of her last child had gotten worse in the last three months"), fatigue ("fatigue"), menorrhagia ("heavy menstruation/abnormal bleeding"), abdominal pain lower ("severe cramps"), polymenorrhoea ("menstrual cycles were becoming more frequent (irregular menstrual cycles)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("her periods were interfering with her life as she adjusted her work schedule around her period due to the pain"), migraine ("migraines"), headache ("headaches") and hypersensitivity ("allergic symptom/hypersensitivity"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, nephrolithiasis, pelvic discomfort, dyspareunia, fatigue, menorrhagia, abdominal pain lower, flank pain, polymenorrhoea, abdominal pain and dysmenorrhoea had resolved and the device dislocation, migraine, headache and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nephrolithiasis, pelvic discomfort, pelvic pain and polymenorrhoea to be related to essure (ess205). The reporter commented: she was assessed with irregular menstrual cycles and prescribed progesterone for regulation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: blockage of the fallopian tubes. Magnetic resonance imaging - on (B)(6) 2007: will have MRI on 9/2. Diagnostic results: on (B)(6) 2012, CT of the abdomen done on this date was negative for kidney stones or urinary tract obstruction. The pathology report noted the uterus has the essure contraceptive device bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc(product technical complaint). Event device dislocation marked as ms. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('twelve week history of pelvic pain / lower left quadrant and described it as sharp and intermittent') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anesthesia (for essure procedure) in 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced nephrolithiasis ("two month prior that (around (B)(6) 2012) her kidney stones had passed") and flank pain ("left flank pain"), 5 years 5 months after insertion of essure (ess205). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic discomfort ("pelvic discomfort"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding/ bleeding/ irregular bleeding"), device dislocation ("migration"), dyspareunia ("pain with intercourse since birth of her last child had gotten worse in the last three months"), fatigue ("fatigue"), menorrhagia ("heavy menstruation/abnormal bleeding"), abdominal pain lower ("severe cramps"), polymenorrhoea ("menstrual cycles were becoming more frequent (irregular menstrual cycles)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("her periods were interfering with her life as she adjusted her work schedule around her period due to the pain"), migraine ("migraines"), headache ("headaches") and hypersensitivity ("allergic symptom/hypersensitivity"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, nephrolithiasis, pelvic discomfort, dyspareunia, fatigue, menorrhagia, abdominal pain lower, flank pain, polymenorrhoea, abdominal pain and dysmenorrhoea had resolved and the device dislocation, migraine, headache and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nephrolithiasis, pelvic discomfort, pelvic pain and polymenorrhoea to be related to essure (ess205). The reporter commented: she was assessed with irregular menstrual cycles and prescribed progesterone for regulation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: blockage of the fallopian tubes. Magnetic resonance imaging - on (B)(6) 2007: will have MRI on 9/2. Diagnostic results: on (B)(6) 2012, CT of the abdomen done on this date was negative for kidney stones or urinary tract obstruction. The pathology report noted the uterus has the essure contraceptive device bilaterally. Quality-safety evaluation of ptc: based on the technical investigation, no sample/lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record. The quality unit was unable to confirm any quality defect or device malfunction at this time however; the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: test added. Events - device migration, headache, migraines, allergy symptoms added. Events of genital haemorrhage and kidney stones downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('twelve week history of pelvic pain / lower left quadrant and described it as sharp and intermittent') and device dislocation ('migration') in a 35-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anesthesia (for essure procedure) in 2006 and uterine fibroid. On (B)(6) 2012, CT of the abdomen done on this date was negative for kidney stones or urinary tract obstruction. The pathology report noted the uterus has the essure contraceptive device bilaterally. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced nephrolithiasis ("two month prior that (around (B)(6) 2012) her kidney stones had passed") and flank pain ("left flank pain"), 5 years 5 months after insertion of essure (ess205). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic discomfort ("pelvic discomfort"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding/ bleeding/ irregular bleeding"), dyspareunia ("pain with intercourse since birth of her last child had gotten worse in the last three months"), fatigue ("fatigue"), heavy menstrual bleeding ("heavy menstruation/abnormal bleeding"), abdominal pain lower ("severe cramps"), polymenorrhoea ("menstrual cycles were becoming more frequent (irregular menstrual cycles)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("her periods were interfering with her life as she adjusted her work schedule around her period due to the pain"), migraine ("migraines"), headache ("headaches") and hypersensitivity ("allergic symptom/hypersensitivity"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, nephrolithiasis, pelvic discomfort, dyspareunia, fatigue, heavy menstrual bleeding, abdominal pain lower, flank pain, polymenorrhoea, abdominal pain and dysmenorrhoea had resolved and the device dislocation, migraine, headache and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, migraine, nephrolithiasis, pelvic discomfort, pelvic pain and polymenorrhoea to be related to essure (ess205). The reporter commented: she was assessed with irregular menstrual cycles and prescribed progesterone for regulation. Left: 4 coils, right: 6 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: blockage of the fallopian tubes. Magnetic resonance imaging - on (B)(6) 2007: will have MRI on 9/2. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2021: mr received. Reporter information, patient's middle name, date of birth, medical history added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("twelve week history of pelvic pain / lower left quadrant and described it as sharp and intermittent"), genital haemorrhage ("excessive bleeding/ bleeding/ irregular bleeding") and nephrolithiasis ("two month prior that (around (B)(6) 2012) her kidney stones had passed") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anesthesia (for essure procedure) in (B)(6). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2012, 5 years 5 months after insertion of essure (ess205), the patient experienced nephrolithiasis (seriousness criterion medically significant) and flank pain ("left flank pain"). In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic discomfort ("pelvic discomfort"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain with intercourse since birth of her last child had gotten worse in the last three months"), fatigue ("fatigue"), menorrhagia ("heavy menstruation"), abdominal pain lower ("severe cramps"), polymenorrhoea ("menstrual cycles were becoming more frequent") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2016,underwent a robotically laparoscopic hysterectomy with bilateral salpingoophorectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, nephrolithiasis, pelvic discomfort, dyspareunia, fatigue, menorrhagia, abdominal pain lower, flank pain, polymenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, flank pain, genital haemorrhage, menorrhagia, nephrolithiasis, pelvic discomfort, pelvic pain and polymenorrhoea to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: blockage of the fallopian tubes on (B)(6) 2012, CT of the abdomen done on this date was negative for kidney stones or urinary tract obstruction. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2006 and experienced twelve week history of pelvic pain / lower left quadrant and described it as sharp and intermittent, excessive bleeding/ bleeding/ irregular bleeding (interpreted as genital bleeding) and it was reported that two month prior that (around (B)(6) 2012) her kidney stones had passed. On (B)(6) 2016, she underwent a robotically laparoscopic hysterectomy with bilateral salpingoophorectomy. Genital bleeding and pelvic pain in women may have multiple causes. In this case, no alternative explanation was provided. Based on their nature, a causal relationship with essure cannot be excluded. With regards to the event kidney stones, considering its nature and that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was classified as incident since device removal was required. Additionally, non-serious events were reported. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("twelve week history of pelvic pain / lower left quadrant and described it as sharp and intermittent"), genital haemorrhage ("excessive bleeding/ bleeding/ irregular bleeding") and nephrolithiasis ("two month prior that (around (B)(6) 2012) her kidney stones had passed") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anesthesia (for essure procedure) since 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2012, 5 years 5 months after insertion of essure (ess205), the patient experienced nephrolithiasis (seriousness criterion medically significant) and flank pain ("left flank pain"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic discomfort ("pelvic discomfort"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain with intercourse since birth of her last child had gotten worse in the last three months"), fatigue ("fatigue"), menorrhagia ("heavy menstruation"), abdominal pain lower ("severe cramps"), polymenorrhoea ("menstrual cycles were becoming more frequent") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2016,underwent a robotically laparoscopic hysterectomy with bilateral salpingoophorectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, nephrolithiasis, pelvic discomfort, dyspareunia, fatigue, menorrhagia, abdominal pain lower, flank pain, polymenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, flank pain, genital haemorrhage, menorrhagia, nephrolithiasis, pelvic discomfort, pelvic pain and polymenorrhoea to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: blockage of the fallopian tubes on (B)(6) 2012, CT of the abdomen done on this date was negative for kidney stones or urinary tract obstruction. Quality-safety evaluation of ptc: based on the technical investigation, no sample/lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record. The quality unit was unable to confirm any quality defect or device malfunction at this time however; the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2006 and experienced twelve week history of pelvic pain / lower left quadrant and described it as sharp and intermittent, excessive bleeding/ bleeding/ irregular bleeding (interpreted as genital bleeding) and it was reported that two month prior that (around (B)(6) 2012) her kidney stones had passed. On (B)(6) 2016, she underwent a robotically laparoscopic hysterectomy with bilateral salpingoophorectomy. Genital bleeding and pelvic pain in women may have multiple causes. In this case, no alternative explanation was provided. Based on their nature, a causal relationship with essure cannot be excluded. With regards to the event kidney stones, considering its nature and that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was classified as incident since device removal was required. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Follow-up information will be obtained through the litigation process.